Manufacturer narrative:
The sheath was not returned for evaluation as it was reported that there were no issues with the device. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's minimum luminal diameter was 6.8 mm, and the vessels were noted to be mildly calcified. In this case, the use of a large bore sheath in a borderline sized vessel likely contributed to the event. As reported, the team was aware that the vessel was borderline. The sheath was advanced and withdrawn with some difficulty, catching on the vessel on the way out. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported per the edwards field clinical specialist (fcs), dissections of the right common and external iliac arteries occurred during removal of the rf3 22f sheath. Percutaneous transfemoral access was obtained with a 22f in the rt. Groin. The sheath advanced with some difficulty; however, it was put in place. The sapien valve was delivered and successfully implanted. During removal of the sheath, the physician felt the sheath catch at the common iliac and external iliac. He stopped, the team accessed the sheath and they felt that they should try and proceed. With the next movement back with the sheath they felt a "pop". The patient's pressure dropped and immediately a reliant aortic occlusion balloon was advanced and the surgical team took over. The patient was stabilized and a retroperitoneal cut down was performed. An 8mm graft was attached from her right common iliac to her right external iliac. The patient was closed and recovering. As of the morning after the procedure, she was doing "great". Additional investigation revealed the following: the minimum luminal diameter of the access vessel was 6.8mm. The vessel was described as mildly calcified with no tortuousity. Per report, the event was not caused by a device malfunction. It was indicated that the team all felt that the vessel was borderline (6.8 x 7.2mm) without significant calcium. Therefore, they proceeded ahead with tf access. They knew there was a risk of dissection/perforation. All contingency plans were executed.